Manufacturer narrative:
Final device analysis results indicate-gears seized-bridging residue.

Event description:
The pump was explanted and returned to the manufacturer after 53 months implant duration. See MFR report #6000030200601835.